Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the screw was placed with less than 3.5 millimeters (mm) of deviation. The use of the medtronic guidance system was aborted and the medtronic imaging and navigation were clarified to have been used to properly place the pedicle screw.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, no faults were found. The unit passed all tests and calibrations and no inaccuracies were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy on the left side of level l3 during a l3-l5 oblique lateral lumbar interbody fusion (olif). It was reported that the screw did not go through the pedicle and entered laterally through the transverse process. All other screws were reported to be accurate. The surgeon aborted the use of the medtronic guidance system, took a spin of the patient using the medtronic imaging system, and successfully redid the screws using medtronic navigation. There was no impact to patient's outcome and surgical delay was 20 minutes. Navigation was reported to have been aborted as well.